Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of analyzer pacing issue, it was noted that with the analyzer attached the programmer connected to the virtual interactive patient and the analyzer was pacing. The device passed functional and systems tests.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 229047, software analyzer. (B)(4).

Event description:
It was reported that the analyzer was not pacing. Because it is not possible to determine for certain whether the issue was with the analyzer only or also with the programmer, both will be reported on. It was additionally requested that the programmer receive a test and calibration. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.